Event description:
A customer reported that their pump declared an altitude alarm 21, which caused their blood glucose levels to exceed 500 mg/dl, with the display indicating "high." The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. The customer has experienced this issue with the same pump before, and technical support decided to replace the pump. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump.